Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the assure platinum meter was giving variable readings. At 6 am the reading was 458 taken by the night shift. An hour and a half later she re-checked because patient is not usually that high. At 7 am the reading was 169, she did not trust the meter at that point and took it again and got 258. She then went and got another assure platinum and that gave 181 which is what she believed it to be. Then administered 3 units of insulin. Controls not used. Replacing product.